Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and breast cancer metastatic ("tumor / teratoma / cancer type: stage 4 metastatic breast cancer") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, abortion, rhinoplasty (nature of treatment-surgery-2005) and migraine. Previously administered products included for gerd: asiphex in 2007; for an unreported indication: ativan in 2016. Concurrent conditions included parity 2 (((B)(6) 2007)((B)(6) 2012)), carpal tunnel release (nature of treatment-surgery-2010 and 2012), knee operation (nature of treatment-surgery-(B)(6) 2010 and (B)(6) 2012), stomatitis (nature of treatment-mouthwash medication-2016), dermatitis (nature of treatment-silver cream-2015), hypomagnesemia, lymphedema (nature of treatment-drain the fluid when it swells up.) Since 2015, lumpectomy since 2014, breast burning since (B)(6) 2016, heart rate high since (B)(6) 2016, swollen arm since (B)(6) 2016, breast swelling since (B)(6) 2016, breast heaviness since (B)(6) 2016, edema since (B)(6) 2016, muscle tightness since (B)(6) 2016, seroma (recurrent seroma) since (B)(6) 2016, abdominal cramps since 2014, morbid obesity since (B)(6) 2016, osteoarthritis since (B)(6) 2016, adenoidectomy since (B)(6) 2016, tonsillectomy since (B)(6) 2016, wrist surgery since (B)(6) 2016, drug allergy (carbamazepine depakote latex gloves misc nubam soln paclitaxel reglan tabs tegretol tabs viicodintabs) since (B)(6) 2016, back muscle spasms since (B)(6) 2017, bone pain since (B)(6) 2017, chest pain (on bleeding) since (B)(6) 2017, breast pain since (B)(6) 2017 and tumour enlargement (pain with assm:is.ted swelling) since (B)(6) 2017. Concomitant products included temazepam (restoril) since 2014 for insomnia, flecainide since 2016 for paroxysmal supraventricular tachycardia, duloxetine hydrochloride (cymbalta) since 2014 for peripheral neuropathy as well as axotal (butalbital, acetaminophen & caffeine) from 2014 to 2016, benzonatate from 2007 to 2016, cetirizine since 2007, clobetasol, cyclobenzaprine since 2015, cyclophosphamide (cytoxan) from 2014 to 2015, denosumab (xgeva) from 2016 to 2018, diazepam from 2016 to 2018, docetaxel (taxotere) from 2014 to 2015, doxorubicin (adriamycin) from 2014 to 2015, duloxetine since 2014, eszopiclone, fluticasone, goserelin (zoladex) since 2015, letrozole from 2015 to 2016, lorazepam since 2015, meclozine (meclizine), montelukast since 2007, paclitaxel (abraxane) from 2016 to 2017, paclitaxel (taxol) from 2014 to 2015, palbociclib since 2015, rabeprazole sodium (aciphex), rabeprazole since 2007, stomatologicals, mouth preparations (magic mouthwash) since 2015, sulfadiazine silver (silver sulfadiazine) since 2015, tamoxifen since 2015 and triamcinolone since 2015. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding) /extreme bleeding"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 6 months after insertion of essure, the patient experienced breast cancer metastatic (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced blood oestrogen increased ("hormonal changes describe: extreme estrogen production"). In 2018, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety,"), rash ("allergic or hypersensitivity reaction type: rash, rashes or skin conditions type: rash"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping) /cramping during period (8/10)"), fatigue ("fatigue"), abdominal pain ("abdominal pain (8/10)") and perineal pain ("perineal pain (8/10)"). The patient was treated with surgery (had surgery to remove essure, (B)(6) 2016 hysterectomy (full),salpingectomy (bilateral removal)) and radiation therapy (chemo,radiation on 4 surgeries, chemotherapy followed by lumpectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, depression, anxiety, weight increased, blood oestrogen increased, vaginal haemorrhage, nausea, allergy to metals, dysmenorrhoea, breast cancer metastatic, fatigue, abdominal pain and perineal pain outcome was unknown and the menorrhagia and rash was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, blood oestrogen increased, breast cancer metastatic, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, perineal pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 131.519 kgs. Approximate weight at the time of essure placement 255 lbs. On (B)(6) 2016, findings: there scattered fibro glandular densities in both breast on the right there is stable postoperative changes superior laterally on the left there are no suspicious appearing findings mammographic ally on (B)(6) 2016, plan: lrcc gynecologic oncology referral consult only remove essure vs hysterectomy. On (B)(6) 2016, findings: no acute fractures or dislocation small ill defined lytic lesion is present in left iliac bone on image 29 series and range 79 series 205 concerning for metastatic disease left knee joint effusion is identified mild soft tissue swelling around anterior knee with osteoarthritis surgical changes related to prior acl repair are identified assessment: malignant neoplasm of upper outer quadrant of unspecified female breast back pain acute. On the same day, chief compliant: patient is here today for 2 month follow up to review bone and cl scan history of patient illness: patient newly diagnosed right breast cancer.she has premenopausal breast cancer and underwent genetic testing to rule out the brca1 and brca2 deleterious she had memogram and ultrasound of the right breast.there is an ill defined mass within the upper outer quadrant of the right breast associated with a cluster of suspicious microcalcification.the left breast did not demonstrate any mammographic evidence of malignancy. Surgical history: history of breast surgery lumpectomy. History of pressure equalizer tube,insertion. History of insertion of nasal septal button. On (B)(6) 2016, findings: ultrasound shown an anechoic and compressible jugular vein. Impression: successful chest port placement as discussed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, weight increased, menorrhagia, allergy to metals, breast cancer metastatic and fatigue. Most recent follow-up information incorporated above includes: on(B)(6) 2018: pfs and mr received. Reporters were added. Patient's address was updated. Patient¿s detail, historical condition, historical drug, concomitant disease, concomitant drugs and unstructured relevant tests were added. Essure indication was added. Hormonal changes describe: extreme estrogen production, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: rash, rashes or skin conditions type: rash, nausea, nickel allergy, dysmenorrhea (cramping), tumor / teratoma / cancer type: stage 4 metastatic breast cancer, fatigue, abdominal pain (8/10), perineal pain (8/10) and she did not undergo essure confirmation test were added as events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety,") and weight increased ("weight gain"). The patient was treated with surgery to remove essure on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.